Event description:
Boston scientific received information that during a device upgrade procedure, the implantable defibrillation lead and the right atrial (ra) lead were stuck in the implantable cardioverter defibrillator (ICD) header due to setscrew difficulties. The leads were surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 4.2 centimeters (cm) from the terminal pin. Visual inspection noted no anomalies. The lead successfully passed a lead insertion test into an is-1 header port.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.